Event description:
Additional review indicated that the following reported information pertains to manufacturer's report #3004209178-2012-04831: "it was reported, the patient has not had stimulation since going through airport scanners this spring and she has new pain. Additional information has been requested, but was not available as of the date of this report." Any additional information received pertaining to the above event will be reported to manufacturer's report #3004209178-2012-04831. Additional information received reported that the patient "did not like" the stimulation from his implantable neurostimulator (ins) that he was receiving. The patient's ins was surgically removed and returned for disposal. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins), product ID: 37712, serial#: (B)(4), found no significant anomalies. It was noted that the ins had been overdischarged. Analysis of the lead, model 39565-65, lot# v700357043, found no significant anomalies.

Event description:
It was reported the patient has not had stimulation since going through airport scanners this spring and she has new pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, lot# v700357043, product typ lead product ID 37752, serial# (B)(4), product typ recharger product ID 37743, serial# (B)(4), product typ programmer, patient product ID 37092, lot# 281240002, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ accessory product ID 355531, lot# n288036, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ screening device product ID 3550-p4, lot# n266669, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ accessory. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.